Event description:
The customer complained about the coulter prepplus making blood drops and splashes in front of the instrument. This only occurs when using bd vacutainer (B)(4) (lithium-heparin) and (B)(4) (sodium -heparin) not with terumo venosafe tubes (B)(4). The customer cleaned the instrument with surface disinfectant (bleach solution). The operator was wearing personal protective equipment (ppe), and there was no exposure to open wounds or mucous membranes. The customer did not seek medical attention. There was no death or injury as a result of this incident.

Manufacturer narrative:
The specimen tubes in question are from bd but are not on the list in the bec labeling. If so, the customers are instructed to validate the tube for their use. The instrument did not show any error message. Field service engineer (fse) checked the prepplus and tested different tubes. The instrument worked without any technical problems. The root cause for the event was that the customer used sample tubes that were not validated. (B)(4).